Manufacturer narrative:
The customer reported issue of "not flowing correctly" could not be duplicated. The unit passed all functional tests. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit was not flowing correctly during testing. Per additional information received on (B)(6) 2018 the customer states that the unit was under feeding.